Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3058 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type implantable neurostimulator product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was original implanted with the interstim system in an off label application for vaginal pain that resulted from nerve damaged due to vaginal hysterectomy. Patient stated the interstim 1 systems worked very well but she had vaginal pain due to a lack of therapeutic effect ever since the interstim 2 devices were implanted. The pain started with the first interstim 2 device and it did not get better when the next interstim 2 device was implanted. Patient mentioned that the healthcare provider (hcp) moved one of the leads from the s3 to the s2 area when the second interstim 2 device was implanted but this did not help with her pain. The lead was revised and replaced from s3 to s2 area in (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.